Manufacturer narrative:
The device was being set up for patient use. There was no patient harm.

Manufacturer narrative:
Upon further investigation, information was received indicating that the reported issue was found outside of clinical use there was no patient was on the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The customer replaced the power supply, and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The part was scrapped by the customer so the root cause at component level cannot be confirmed.

Manufacturer narrative:
Date of report: 27sep2021.

Event description:
The customer reported there is no main power, and the ventilator will only run on battery. Unknown however there was no patient harm reported. The customer spoke with the remote service engineer (rse) and said while in the pneumatics screen, there were 0 volts in the 24-volt display. Verified 117 volts ac was going into the power supply and 0 volts dc was coming out of the power supply. The rse recommended to replace the power supply. Also recommended replacing the internal battery since it was only reading 13.7 volts.